Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The caster was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a broken caster. There was no report of patient involvement.